Event description:
The sales representative was restocking the set and checking the instruments when the inside piece that holds the plate just fell out (it broke).

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The reported event could not be confirmed as the complained device was not returned (discarded) for investigation. Therefore a thorough examination could not be performed. Based on the available information, the actual root cause for the reported event could not be determined. Based on statistical evaluation, no indication were found for any systematic, material or manufacturing related issue. Device not returned.

Event description:
The sales representative was restocking the set and checking the instruments when the inside piece that holds the plate just fell out (it broke).